Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The patient reported they are concerned the ins stopped working because the pain came back. There was a message on the patient programmer screen, but the patient was not sure what it was. Troubleshooting was done and determined the patient was on group d with therapy on and the screen looked normal now. It was reviewed that since the patient had been implanted since 2008 it was possible the ins may be at eri (elective replacement indicator). The patient was going to watch for any messages in the future. Indication for use included radicular pain syndrome (radiculopathies).